Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable damages and fluid ingress were confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The downloaded log file contained approximately 4 days of relevant information (11jul2024 to 15jul2024 per timestamp). Routine events were observed throughout the data, and the pump maintained a speed within the expected range without issue while the driveline was connected. The driveline was disconnected at 11:44:44 on 15jul2024, which is consistent with the controller being exchanged. Upon arrival of the heartmate 3 system controller, cuts in the outer jackets of both the black and white power cables were observed. Fluid ingress was also observed within the power cable damages. Despite the observed damages and fluid ingress, the controller successfully operated in a mock circulatory loop for an extended period of time without any functional issues or abnormal alarms. The layers of the cables were then removed one at a time for further inspection, and it was noted that there was fluid ingress throughout the cable assembly. It was also found that the fluid ingress had spread slightly into the housing of the system controller; however, no evidence of fluid ingress on the printed circuit boards was found. The internal wires of the system controller were visually inspected, and no damages were found. The root causes of the power cable damages and fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a split in the outer coating of the system controller's white power cable with green fluid leaking out of it. There were no alarms. The system controller was successfully exchanged.